Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced ten infusion set tubing leakage from site and connector. The set was in use 4-5 hours for all events. Blood glucose levels were 313 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 10.